Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the mis ti cortical fixation fenestrated polyaxial screw 5x40 revealed that the screw shank had fractured. Scanning electron microscopy (sem) analysis found evidence of fatigue striations. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted on the specific product code from the complaint, as any change in screw type or geometry would change the forces placed on the screw. These forces are not indicative of the family or vice versa. The analysis found no emerging trends. The root cause for the screw breaking cannot be positively identified. However one possible cause for the screw breakage may be due to fatigue. No corrective action/preventive action (CAPA) is required as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports post operative breakage of one screw. 1st surgery on (B)(6) 2012. Transpedicular instrumentation on levels t11, t12, l3 left, l4, l5, s1 and iliac. Cemented screws (vcff) on levels t11 and t12. Profilactic vertebroplasty on t10. S1 root decompression by foraminotomy on l5-s1 left 2nd surgery on (B)(6) 2014. T11 right is removed. Check the integrity of other levels. Good arthrodesis from l1, pseudo arthrosis on top levels. Pedicular and laminar hooks on t10 right. Rod is cut and remove from l2 and change by connector with rod on line.